Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** - medical records received(B)(4) 2013. Revision operative report indicates the following: pain; elevated serum ion levels; large amount of fluid present within the joint; 15 cc of cloudy serosanguineous fluid was sent to pathology; thick scar tissue.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure form received which identified part/lot information and patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: feelings of discomfort, pain, difficulty walking and performing other routine movements.